Event description:
It was reported that the pump was hot to touch while charging. Reportedly, the customer was using non-tandem charging cable to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.